Manufacturer narrative:
(B)(4)

Event description:
The consumer via a manufacturer representative reported that the patient had pain near the implant site and a lack of efficacy. It was unknown what led to the event as the patient didn't recall exactly when the pain and lack of efficacy started or what might have been the cause. The troubleshooting performed was an impedance check on the lead and a battery capacity check. There were no impedances and the battery longevity was 27 to 48 months. The health care provider (hcp) completed a pocket revision as they believed the source of the pain was resulting from the pocket being too in the iliac crest. Per the hcp's orders, the manufacturer representative changed the program to c2. The issue was resolved and the patient was alive with no injury. The indication for use for this patient was gastrointestinal/pelvic floor.